Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open- efaa. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. It was noted restricted posterior and pre-cardiac surgery. A clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, during the deployment sequence, the clip failed to establish the final arm angle/efaa. The clip was closed and re-locked to perform the efaa steps again, but the clip still opened while locked. The clip was then inverted and retracted back to the left atrium. The efaa steps were re-performed. The first efaa passed, but the second one failed. Therefore, the cds was removed with the clip attached and the procedure continued with a new cds. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for the reported clip opening while establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
N/a.